Manufacturer narrative:
Date of event: exact date unknown, event occurred approximately in a couple years ago.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. No further information was obtained despite of good faith efforts.